Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that customer requested list of ingredients for the product. An ostomist was hospitalized for she developed a general whole body rash. But physicians cannot find the trigger for the rash. So now all substances applied to the body are examined. Most likely trigger isn't the paste for the ostomist has used it since many years without problems. Two weeks later update: physicians' focus is on nutrition as possible cause of allergy.